Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a minimally invasive microdiscectomy due to lumbar degenerative disc disease. During the surgery, the jaw of the pituitary broke. The pituitary broke as the screw came out. The product came in contact with the patient. None of the fragments remained in the patient. No patient complications were reported as a result of this event.